Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection of the pump showed the pump was in fair condition with damaged housing. Functional testing involved powering up the pump, and the pump immediately began to double beep. The investigation determined that the downstream sensor was the cause of the reported issue. The downstream sensor was replaced. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump double beeped and displayed no cassette error. No adverse effects were reported.

Event description:
Additional information provided indicated that there was no patient involvement.